Manufacturer narrative:
Evaluation summary: the customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. Additional information has been requested but not received. (B)(4).

Event description:
A nurse reported that the pressure in the eye disappeared during a vitrectomy surgery. As a consequence of the event, the eye got soft resulting in a choroidal bleeding. The surgeon managed to complete the surgery with the initial set up. Patient's condition is unknown. The following surgery was performed without complications. Additional information has been requested but not received.